Event description:
It was reported by the patient¿s mother that blood glucose levels rose to 442 mg/dl while wearing the pod on the back of the arm. The patient¿s mother reported that the pod site was swollen, red, warm to the touch, itchy, scaly, and had bumps with oozing/blister-like appearance. The patient¿s mother reported that the pod detached from the skin, resulting in the cannula becoming dislodged from the infusion site. As treatment, a new pod was placed.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.2.1 operating system: 26.5 hardware: iphone17.3 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.